Event description:
The lay user/pt contacted lifescan (lfs) in 2009 alleging that her one touch ultra meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the pt by phone. The pt reported that the alleged power issue began sometime in 2008. The cca noted that the pt manages her diabetes with oral medication (januvia and metformin) and insulin (type unk). As result of the alleged issue, the pt stated that she continued to manage her diabetes as usual. On an unspecified date/time, after the alleged issue began, the pt claimed she developed "high blood sugar" symptoms. The pt also reported that she was hospitalized as a result of the alleged power issue. Eight days prior to original date, the pt stated she was tested with a ER/hospital meter; however, the results obtained with that device are unk. In addition, that same day, the pt reported being treated by an hcp with insulin (type and dose unk) and the same oral medications (januvia and metformin) she generally takes to manage her diabetes on a daily basis. At the time of troubleshooting, the cca noted that the subject meter powered on manually and when a test strip was inserted. The alleged power issue was resolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for a high blood glucose by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.